Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 80 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported their sensor glucose would be 46 mg/dl and their blood glucose would be 101 mg/dl. Customer also did not note any bent cannulas on their sensor. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.